Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open thyroid procedure, when the clip was applied, the clip did not trigger properly, some were not closed properly: the tips of the clip were squinting/not overlapping, the clip occludes a vessel, and these occurred on about every third to fourth clip. Afterwards the clip applicator was tested "in the air" and the problem occurred again. There was an unnecessary bleeding due to vascular injury, and unnecessarily prolonging operating time for about 20 minutes. A different clip applicator was used to resolve the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open thyroid procedure, when the clip was applied, the clip did not trigger properly, some were not closed properly: the tips of the clip were squinting/not overlapping, the clip occludes a vessel, and these occurred on about every third to fourth clip. The jammed clip in the jaws had a vessel between them. The interlocked clips were disengaged from each other. Afterwards the clip applicator was tested "in the air" and the problem occurred again. There was a vascular injury with consecutive bleeding and surgery time was extended. There was tissue damage. A different clip applicator was used to resolve the issue.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open thyroid procedure, when the clip was applied, the clip did not trigger properly, some were not closed properly: the tips of the clip were squinting/not overlapping, the clip occludes a vessel, and these occurred on about every third to fourth clip. The jammed clip in the jaws had a vessel between them. The interlocked clips were disengaged from each other. Afterwards the clip applicator was tested "in the air" and the problem occurred again. There was a vascular injury with consecutive bleeding. A different clip applicator was used to resolve the issue.

Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. Thirteen devices and thirteen photos were available for ev aluation. Visual inspection noted the clip was improperly loaded. It was reported that the clips did not load properly into the jaws as expected, did not close completely and were malformed. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur if the instrument was fired in air and not ensuring the fired clip was removed from the jaws prior to firing the next clip causing the clip to misload into the jaws during application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: prior to squeezing the handle to place a clip, confirm that it will be positioned free of other clips and other obstructions. Firing a clip over a clip may result in bleeding, lack of hemostasis, and or damage to the instrument jaw. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.